Event description:
It was reported that during a procedure, the physician explanted the lead for suspicion of an infection. Patient will be evaluated and put on a course of antibiotics to address the issue. Extension remains implanted.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which leads, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3183, UDI: (B)(4), batch: 3057083.

Event description:
Additional information received the patient was put on antibiotics and cultures came back negative.